Event description:
It was reported that when the patient attempted to deliver a bolus, the personal therapy manager (ptm) would display the error code 8474. Error code 8474 shows that the pump had reset. At the time of report, the patient¿s symptoms were returning and she needed the bolus for relief. Additionally, at that time, the patient was in the hospital for ¿another issue¿, though no further information was given. The reporter stated that the ptm showed that the next refill date was scheduled for (B)(6). The device system was used to deliver morphine. Eight days later, it was reported that the patient had not heard an alarm, but telemetry had confirmed that a pump reset had occurred due to low battery. At that time, the pump had also gone into safe state. The patient was experiencing an increase in pain which was believed to be due to the inability to have a bolus delivered.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).